Event description:
Reporter with problems from silicon breast implants-unclear if baxter, bristol myers, 3m or dow corning from initial settlement papers. Reporter had problems from the very beginning-unable to lift arms. Had associated dizziness and sometime would pass out. Continued to get sick. Diagnosed with arthritis fibromyalgia, chronic fatigue, atypical connection tissue disorder, severe pain associated with capsular contracture so had surgery breast implants removed.